Manufacturer narrative:
An attempt to inflate the balloon of the returned device with water revealed a leak. Visual inspection at high magnification confirmed that the source of the leak was a longitudinal tear on the balloon, approximately 6mm from the balloon proximal tip. The review of the lhr (lot f1307404) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the probable cause of the tear could not be determined.

Event description:
It was reported by the aci clinical specialist that an (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via n antegrade approach at the common femoral artery via a 6f flex 10 cm sheath (model unknown). Peri-procedure, the patient was anti-coagulated with 7000 units of heparin. A pre-procedure femoral angiogram revealed "significant" presence of pvd/calcium in the vicinity of the access site and the vessel size to be >5mm. Following the procedure, the physician who is in training, selected a mynxgrip vascular closure device 6f/7f to close the access site. The device was prepped and a buddy wire (guide wire) was inserted into the sheath. It was reported that the balloon lost pressure after the first stop. The device was removed and the sheath was reinserted into the tissue tract. A device from another manufacturer was deployed but that device also failed. The patient was converted to 15 minutes of manual compression at which time hemostasis was achieved.